Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had flow issues, back flow. The following information was provided by the initial reporter: during use of this product, blood has been observed returning into the infusion connector; four units affected; samples are available for return with photographic evidence provided; a green claim is required, necessitating a complaint response letter; no complaint acknowledgement letter is needed.

Manufacturer narrative:
Investigation result: four mz1000 china samples were received without packaging; no residual fluid was present in the housing. The customer reported that the samples were from lot 25045151 and that "during use, significant backflow was observed at the joint." As part of the investigation, the customer provided photographs of the affected product; analysis confirmed the customer's experience as blood was observed into the maxzero. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to leakage testing in order to replicate the customer's experience; no leakage was observed from the components throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25045151 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 china product.

Event description:
No additional information.